Event description:
Patient reported primary left hip surgery on (B)(6) 2016. Patient reported "clunking" with no audible sound. Patient states that the "screws to the hip never meshed with the implant". The only thing holding the implant in place is "one screw and scar tissue" and that a "visible gap" has formed. Patient noted surgeon wants to perform a revision, date to be decided.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.